Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: material wear at the distal tip, which may have led to localized melting or burning under thermal stress during use. However, there was no indication that the failure resulted in or was caused by a fire. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an electrode was broken and was unable to be removed from the scope in question. It was further observed that the device's tip was scorched. The event occurred during a therapeutic transurethral resection of the prostate. There were no reports of patient harm. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation, correction. H3: additional information. H6: correction. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h11. Corrected fields: g6, h2. G6 was incorrectly submitted where both initial and follow up values were selected instead of initial. The correct submission should only be initial. H2 was submitted with follow up type additional information and device information. This is incorrect as the initial emdr should only be an initial.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 11/04/2025.